Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On b)(6) 2019, the reporter contacted animas, alleging a call service alarm (communication) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 28-mar-2019 with the following findings: on investigation, a battery cap was not returned with the pump for investigation. A test cap was placed on the pump for investigation. The pump failed to power on for investigation. Investigation of the alleged call service alarm issue was unable to be completed because the pump was received in a condition that prevented investigation of the alleged issue.